Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that the insulin pump failed to perform the unit bolus and occlusion test due to drive anomaly.